Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 9:19 am the meter result was 8.0 inr. At 10:57 am the meter result was 4.7 inr. The customer therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer used the same fingers for both tests. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has not been ill or on any new medication, no changes in coumadin dosage, no changes in diet, and no symptoms of bleeding or bruising. The customer's meter and test strip have been requested for return. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Masterlot test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.1 inr , qc 2: 3.3 inr, qc 3: 3.2 inr . The customer used the same finger for both tests. For a second measurement, a new puncture of a different finger is mandatory. The investigation did not identify a product problem. The cause of the event could not be determined.